Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 03-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving morphine (10.0mg/ml at 1.691 mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that a possible cerebrospinal fluid (csf) leak was encountered at the lumbar incision site. It was noted that examination on (B)(6) 2018 identified a "small with clear fluid opening of wound draining." Intervention included wound revision of the pump pocket on (B)(6) 2018, and the component was noted as the catheter. The event resulted in an unscheduled clinic or office visit, and was resolved without sequelae on (B)(6) 2018. The etiology indicated the event was related to the device/therapy and was related to the implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2017 at 13:53. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 8780, (B)(4) implanted: (B)(6)2017 explanted: product type catheter (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the patient's baseline weight was (B)(6) pounds. It was noted that the cause of the cerebrospinal fluid (csf) leak was not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the wound opening was not determined. No further complications were reported/anticipated.